Event description:
Perclose device used after ptca. Pt. Developed retroperitoneal bleed and went to or for repair femoral artery.

Event description:
Add'l info rec'd from MFR in 06/10/2003: the model number and/or catalog number of the device listed in the device report: 12337. The manufacturing lot and/or serial number of the device listed in the medical device report: unk. Upon further query with the customer, the following info was received. It was reported that the physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. The device "failed" and inadequate hemostasis was achieved. The device was removed and manual compression was applied. The pt was discharged. Two days later, it was reported that the pt presented to the hospital with complaints of pain in the right groin. The pt was diagnosed with a pseudoaneurysm. The pt was taken to surgery for repair of the artery. The device is not being returned for testing and investigation as it was discarded by the facility. The customer was not able to provide a lot number, therefore a work order review cannot be performed.